Manufacturer narrative:
The reported device has not yet been received for investigation. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026, that dr. (B)(6). Returned a silent nite device due to one of the buttons popping off. Additional information received reported that the 31-year-old, female patient did not suffer any injury or adverse outcome as a result of the buttons popping off and no medical intervention was performed. It is unknown if the patient was sleeping then the device broke. The date the reported event occurred and when the patient stopped using the device are also unknown.